Event description:
As the physician was attempting to remove the guidewire at the end of the procedure to treat a paraclinoid/opthalmic artery aneurysm, it became caught in the proximal end of the sent [subject device]. It was reported that this led to "the sliding and stretching of the stent". It was noted on fluoroscopy that the proximal end of the stent had stretched. The stent moved to a location proximal to the lesion within the parent vessel. There was no reported pt injury due to the event, and the pt is in "good" condition.